Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The returned spyscope ds ii was analyzed, and a visual evaluation noted that no elevator marks were observed on the shaft of the catheter. A functional evaluation noted that the device displayed a clear image while articulating the tip in all directions. No issues were detected with the image. Additionally, while connected to the controller, light was observed emitting from the handle and along the shaft. This unreported issue is likely due to short pof jackets in the handle and damaged pof jackets along the shaft. The reported event was not confirmed. The damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introducing potential corrosion. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires. Based on the investigation results, the probable cause selected for the visualization issue due to camera wire damage is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation has been completed to address this issue. A device history record review was performed and revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed in the biliary duct on (B)(6) 2020. According to the complainant, during the procedure, the image was blurry, then completely lost. The controller was relaunched to restore the image, but this attempt was unsuccessful. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.